Event description:
As reported by the user facility: running patient's doxycycline through bbraun infusomat pump. Med supposed to infuse 100ml over an hour. Pump was programmed at a rate of 100 ml/hr and volume to infuse was set for 100ml/hr. When pump alarming that med was finished infusing, almost the entire bag of doxycycline remained in bag. Pt did not receive correct amount of antibiotic over the correct amount of time. Reference MFR # 9610825-2014-00206.